Event description:
It was reported that this pacemaker reverted to safety mode. The patient experienced muscle spasms and was hospitalized. A changeout procedure was programmed. This pacemaker remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker reverted to safety mode. The patient experienced muscle spasms and was hospitalized. A changeout procedure was programmed. This pacemaker remains in service. No additional adverse patient effects were reported. Additional information received detailed this pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported.